Manufacturer narrative:
Manufacturer's narrative: the device remains in use and was not available for evaluation. A direct relationship between the device and the reported event could not be determined. Driveline, localized, and pump pocket infection are listed in the heartmate 3 instructions for use (IFU) as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding controlling infection. The patient remains ongoing on heartmate 3 lvas and no further events have been reported. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced outflow graft stenosis was previous reported under MFR # 2916596-2018-00838. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2016. It was reported that during hospitalization due to outflow graft stenosis, patient was diagnosed with driveline infection as a secondary finding. The infection initiated on (B)(6) 2018. Antibiotic therapy was administered and patient was discharged on (B)(6) 2018. No further information was reported.